Manufacturer narrative:
The account has not completed repairs. A f/u report will be sent once the customer discloses their investigation.

Event description:
The complainant stated that the head section will not move and is raised half way. He has isolated the issue to broken cables.